Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. The lens was exchanged for a different model four months after initial implantation. Additional information was requested.

Manufacturer narrative:
Only the iol was returned in a container with a lid floating in a clear watery fluid. The lens was damaged at the haptic to optic junction area. The optical resolution was verified to be acceptable and the diopter was confirmed to be a 25.5. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause; however, the lens was damaged. Due to the condition of the returned sample the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).